Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/2/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No evidence of device malfunction was found in the available engineering logs. Device logs were not available for the reported event date. According to review of available device logs, the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the performance of the device cannot be evaluated, and the cause of the event cannot be determined. However, based on the user's report of the sequence of events, it is likely that this hyperglycemic event was caused by an infusion set failure or other failure associated with a supply change.

Event description:
On (B)(6) 2024 an ilet user reported waking up in the middle of the night with high blood glucose (bg) levels and went to the emergency room, where they received IV fluids and an insulin shot before being sent home. The user did not remember the exact bg level but noted that the continuous glucose monitor (cgm) was reading high. The user's bg levels had started rising after changing supplies (infusion set, insulin cartridge, and connector adapter) the previous day.